Event description:
It was reported that medfusion pump is alarming system failure. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information was received indicating the issue was found during prep, there was no patient involvement., corrected data: updated d4, model number

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced main pcb (printed circuit board) and upgraded the software. During the investigation, normal wear was found, pump was over 15 years old. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.